Event description:
Event description: six sigma pumps were in use on a patient in the recovery room. Three sigma pumps failed at the start of transporting a patient from the recovery room. All green charging lights were on, but when ac power was removed, they turned off. The chargers were connected to 2 power strips in series and they were plugged into a red outlet.

Manufacturer narrative:
At the original date of the incident, the pumps were evaluated and performed per specifications. The history logs were examined and it was determined the units did not shut down, but were stopped and turned off by the operator. There were, however, logged recordings at the time of the reported incident of the pumps being stopped by the operator pressing the "run/stop" key and then pressing the "on/off" key. Clearly, the operator was confused by the new pumps. It is suspected, she switched the patient's IV tubing to the more familiar omniflow IV pump which, in her mind was the proper step to take to maintain safe IV therapy due to her lack of familiarity with the new spectrum pumps.